Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), kidney infection ('infection (other): kidney') and sepsis ('infection (other):blood infection') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2004, the patient had essure (ess205) inserted. In april 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems: severely decrease in ability to see"), vulvovaginal pain ("vaginal pain"), back pain ("lower back pain") and pain in extremity ("radicular leg pain"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, kidney infection, sepsis, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, urinary tract infection, nausea, vaginal discharge, eye disorder, vulvovaginal pain, back pain and pain in extremity outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, eye disorder, fatigue, kidney infection, menorrhagia, nausea, pain in extremity, pelvic pain, sepsis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: most if not all symptoms decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs was received. Previously added injury nos was replaced with pelvic pain and new events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dental problems, dysmenorrhea, dyspareunia, fatigue, hair loss, urinary tract infection, kidney/ blood infection, nausea, vaginal discharge, vision/eye problems, device monitoring procedure not performed, vaginal pain, lower back pain, radicular leg pain were added. Date of removal was added. New reporter were added. Event onset date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.